Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, cleaning brush was able to pass through the channel; however, the channel was inspected with a borescope and stains/scrapes/ tear marks were observed. Lastly, scratches and dents were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a foreign object was stuck in the distal tip of evis exera iii gastrointestinal videoscope. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to the physical damage of the device, the foreign matter could not be removed even after proper reprocessing. Olympus will continue to monitor field performance for this device.